Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to infection. The patient reported feeling short of breath and in pain from the moment the device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to infection. The patient reported feeling short of breath and in pain from the moment the device was implanted. No additional adverse patient effects were reported.